Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 22dec2020: the first time endoleak was observed was after 4 months. The doctor has been following up the patient until now and the endoleak was seen on all the CT scans until now.

Manufacturer narrative:
(B)(4). Initial reporter occupation: non-healthcare professional. Similar to device under PMA/510(k) p140016. Investigation is still in progress .

Event description:
Description of event according to initial reporter: the patient had an aorta dissection and the physician implanted a zta-pt-40-36-217 on (B)(6) 2018. The patient came to the hospital to annual health checking. The physician found out that the patient had an type 3 endoleak on (B)(6) 2020. Patient outcome: no adverse effects to the patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 66 year old female underwent tevar (thoracic endovascular repair) with a zta-pt-40-36-217 (complaint device) for a dissection in the aorta in 2018. At the 4 months follow-up a type 3 endoleak was diagnosed. A follow-up procedure to repair the endoleak has been planned. No adverse effects to the patient were reported. 21 months post-op cta images were provided and reviewed by an imaging expert. Per the findings of the imaging review a focal endoleak at the mid zta graft consistent with a type 3b defect is confirmed. It is noted that de-branching of the lcca for a proximal landing zone is outside the IFU for this device. The instructions for use states that graft length should be selected to cover the aneurysm or ulcer as measured along the greater curve of the aneurysm, plus a minimum of 20 mm of seal zone on the proximal and distal ends. Additionally the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in dissection patient populations. Cook completed a review of the device history record (DHR) for the device and there was no indication that the device was produced outside of specifications. Based on the reported information and imaging review it has not been possible to establish an exact cause for this event. It is noted that the device is used for a patient with dissection, which off-label use for this device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.